Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The original report received on 10/23/2009, stated in summary: in (B)(6) 2009, 8 piccs implanted had complications because of mural thrombosis. They realized about this problem after 10 days from the implantation of every of these 8 piccs. The piccs are 6 from lot 1007 and 2 from lot 1008a. Intervention in the form of fluoroscopy and 'medical' were needed. The patient is stable. No product sample was retained. The original report was filed as an MDR and this report is discussed over leaf at "additional manufacturer narrative." (B)(4).

Manufacturer narrative:
(B)(4). Dropping/ejected clips the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. An investigation has been initiated to address the potential root cause of the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were spitting clips out of the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.